Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and passed normal mode. However, the unit did not recognize an instrument and error 282 occurred. The unit failed on pot calibration, triggering error 25930 pointing to all degree of freedoms (dofs). After the carriage was upgraded, the unit passed all tests on patient side cart (psc) fixture test platform (pftp). Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a loss of instrument detection on universal surgical manipulator (usm) near the end of surgery. The surgery was able to resume with usm 2 disabled. The same error occurred after the sterile adapter and instrument were reseated. The technical support engineer (tse) reviewed the logs and found error 282 pointing to a sensor not detected on usm 2. The tse guided the user to install the cannula, sterile adapter, and instrument on another usm. They were well detected on usm 3. The tse then guided the user to check the pins on usm 2 and reinstall the set onto usm 2; however, the fault occurred again. The tse guided the caller to stimulate the usm 2 pin sensor and hard power cycle the system with an emergency power off (epo). After reinstalling the set on usm 2, detection failed again. The procedure was completed with no reported injury.